Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition of up to four seconds on the right atrial channel. At this time no changes have been performed. This device remains in service. No further adverse patient effects were reported.